Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reas1442 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter broke in half when the patient was adjusting it.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged powergroshong catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one 5fr powergroshong catheter luer adapter. Usage residues were observed throughout the sample. No catheter tube was returned for evaluation. No catheter fragments were evident in the returned connector/sleeve assembly. The blunt connector, outer sleeve appeared unremarkable. Following removal of the outer sleeve, inspection of the compression sleeve was unremarkable. Microscopic inspection of the connector, compression sleeve and outer sleeve did not reveal any obvious damage or deformity. The catheter was completely detached from the returned connector. No obvious connector component defects were identified. Without the catheter to examine, it could not be determined how the detachment occurred. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include tensile (pulling) stress and improper catheter/connector assembly. A lot history review (lhr) of reas1442 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter broke in half when the patient was adjusting it.